Manufacturer narrative:
The delivery system was returned for evaluation. During visual inspection, the loader cap and tube were returned on the delivery system, the atrion was returned separated from the delivery system, the guidewire was inserted through the delivery system, the delivery system split in two parts -distal end of flex shaft and balloon catheter (with inflation balloon and nose tip), valve on inflation balloon is partially expanded on the distal end, section of guidewire inserted through nose tip, twisting of the crimp balloon, kinks and scratches, and tool marks on flex shaft, and gouges on flex tip face. The esheath was returned separated from the delivery system and the liner expanded as designed; no liner tear was observed. Functional testing revealed that there was no difficulty flushing fluid through the inflation port. No other function testing was performed due to the condition of the returned device (distal tip of delivery system separated). An x-ray of the device was taken and no kinks on the balloon shaft or guidewire shaft were observed. This indicates that there was no potential issue with the fluid path. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts, bends, and balloon scratches). Also, balloon catheters are 100% leak tested. The complaint was confirmed based on visual inspection of the device. The valve was partially expanded on the distal end, indicating that there was likely inflation difficulty during valve deployment. However, a manufacturing defect was unable to be identified. Review of manufacturing mitigations and complaint history provided no indication that a manufacturing non-conformance contributed to the complaint. Further inspection revealed that the distal section of the delivery system was returned with the flex tip still against the valve. The distal end of the valve was expanded but the proximal region of the valve that was in contact with the flex tip remained crimped, suggesting that the flex tip may not have been retracted before valve deployment. As stated in the training manual, the flex tip must be retracted before valve deployment to ¿maintain stability during deployment while ensuring unobstructed inflation.¿ in addition, while the complaint description does not state whether the flex tip was retracted, it does note that ¿some fixuration occurred to the balloon,¿ further indicating that the flex tip may not have been retracted and prevented proximal inflation of the balloon. A second possibility for the observed inflation difficulty could be due to the patient¿s tortuous anatomy. Per the complaint description, the ¿transition between right ventricle and pulmonary trunk was very tortuous and many maneuvers and twisting of the catheter were performed in order to get the valve to the right landing zone (which maneuvers have probably loaded the whole system with a lot tension).¿ per training manual, it warns about the risks of excessive twisting of the delivery system, stating that ¿excessive rotation may result in twisting of the balloon catheter and difficulty with inflation/deflation of the balloon.¿ in addition, the training manual warns that if resistance is experienced during the inflation of the balloon, ¿do not force the inflation of the balloon. If the delivery system was rotated during tracking, rotate back to a neutral position and attempt re-inflation.¿ based on the condition of the returned device, the inflation difficulty reported was confirmed but no manufacturing non-conformities were found in the returned sample. Available information suggests patient (anatomy, tortuous of ventricle and pulmonary trunk) and procedural factors (twisting of the delivery system and potentially not retracting the flex catheter prior to inflation) may have contributed to the event reported. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds the september 2016 control limits for this trend category. Therefore, no preventative or corrective action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our italian affiliate, during a transfemoral procedure in the pulmonic position, using a 29 mm sapien xt valve with a pre-stented pulmonic conduit, there was ¿heavy¿ resistance during balloon inflation. The resistance suddenly disappeared and contrast was able to be injected but only the distal part of the balloon started inflating and only the outflow portion of the prosthesis was expanding. It was not possible to retract the valve as it was partially expanded. Multiple attempts were made to inflate/expand the valve, in order to remove the ds but attempts were unsuccessful. The patient was converted to a surgical procedure. The partially expanded valve and the distal end of the novaflex were cut and removed together with the ¿pre-stent¿ and a biological surgical prosthesis was implanted in the pulmonic position. Surgical intervention was successful and the patient is well. As reported, the sheath was correctly inserted into right femoral vein and advanced through the inferior vena cava. The delivery system was inserted correctly into the sheath and advanced. Some ¿pulling out¿ of the sheath was necessary to align the balloon/valve due to the short height of the pediatric patient, however, it was possible to perform correct alignment and mount the thv onto the balloon. The transition between the right ventricle and the pulmonary trunk was very tortuous and ¿many maneuvers and twisting of the catheter were performed in order to get the valve to the right landing zone.¿ (these maneuvers likely contributed to the tension of the delivery system).